Event description:
It was reported that a patient underwent a trabeculectomy procedure on (B)(6) 2024 and suture was used. During the procedure, at the time of surgery surgeon opened the foil and found that suture in white color and 6 foils were broken during surgery. The 6 foils were broken, and suture were found white in color after opening. Is it a potential adverse event: no. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Needle did not fall into the patient. Could you kindly specify the exact meaning behind the statement '6 foils were broken during surgery'? Does the term 'foils' refer to needles, or does it indicate something else? I seek clarification to accurately comprehend the situation. When dr open the foil( suture ) he saw that discoloration of suture and during surgery thread were broken. Foils not referred to needle. 6 foils means 6 quantity of sutures. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: mwr-15012024-0001551959, mwr-15012024-0001551960, mwr-15012024-0001551961, mwr-15012024-0001551962, mwr-15012024-0001551963, mwr-15012024-0001551964.